Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer was giving no retic results. Customer reported that the tubing under the retic mixing chamber was disconnected. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a tube came off under retic mix chamber. The fse secured the tube.

Manufacturer narrative:
(B)(4).